Event description:
It was reported that the user experienced an insulin delivery occlusion while using an ilet system with a 23-inch teflon inset infusion set, which was associated with elevated blood glucose and resolved only after changing supplies and performing troubleshooting and education. Symptoms included hyperglycemia followed by a subsequent hypoglycemic episode after glucose levels normalized. Outcomes included temporary interruption of therapy performance with recovery to in-range glucose at the time of the call and no need for medical facility care. Investigation included customer interview and case review. Investigation of this case revealed that insulin flow was impeded due to an occlusion at the infusion set, which resolved after set replacement and user-led corrective actions. It was concluded that the event was consistent with an infusion set occlusion causing hyperglycemia, followed by hypoglycemia after regulation, with the device functioning as expected after the supply change.